Event description:
The itc (international technidyne corporation) cuvette was used for point of care testing inr (international normal ratio). The lot used on the day of the event may have reported higher than actual patient results. The cuvette was recalled by itc. The patient in question was admitted with cva before the recall.======================manufacturer response for hemochron jr. Pt cuvette j201, hemochron jr pt cuvette (per site reporter)======================this was in response to a voluntary recall by the manufacturer.